Manufacturer narrative:
This event in occurred in portugal involving an 8-year-old kuschall champion wheelchair. Invacare is filing this report because the device was also sold in the u.s in the past. This device was manufactured at invacare france in may 2015; therefore, it has exceeded its service life of 5-years as stated in the user manual 1659306. It has been requested the device be returned for an investigation. As of 7/12/2023, the wheelchair has not been received. It is not yet possible for invacare to determine the cause of the incident the potential root cause of the described breakage is the combination of two factors: 1) the continued use of the device in pre-damaged/insecure state. 2) the age of the wheelchair. Indeed, the wheelchair has 8 years (the expected service life is 5 years) and some materials deteriorate naturally over time. The user manual, also available on the website, gives the following information: ¿1.6 service life: the expected service life is five years, presuming that the product is used daily and in accordance with safety instructions, maintenance instructions and intended use, stated in this manual." "8 maintenance: visual check monthly: visual check: 1. Examine your wheelchair for loose parts, cracks or other defects. 2. If you find anything, have your wheelchair checked immediately by a specialist dealer." "8.1 safety information: warning! Some materials deteriorate naturally over time. This could result in damage to wheelchair components. Your wheelchair should be checked by a specialist dealer at least once a year or if it has not been used for a long period." If additional information becomes available a follow-up will be filed.

Event description:
The consumer was using the 8-year old kuschall champion wheelchair, when the crossbrace broke and the consumer fell. They fractured their femur bone, and required surgery.